Event description:
Customer reported that the insulin pump has some cracks. Customer stated that she noticed two stress cracks and one is pretty significant on the top right corner of the screen. Customer was unsure of how the damage occurred. Blood glucose value was 142 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump receive with cracked case on display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.